Manufacturer narrative:
Concomitant products: product ID: 479888 lead, date of implant (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing and undersensing as well as r-wave variability. The lead remains in use. No patient complications have been reported as a result of this event.